Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event, concerns a (B)(6) female patient. The medical history included diabetes type 1. The concomitant medications included insulin glargine for unknown indication for use. The patient received insulin lispro (humalog) via humapen ergo, dose between 2 and 6iu (according to blood glucose), unknown frequency, subcutaneously on thigh or arm, for treatment of diabetes mellitus type I, beginning approximately in 2003. Approximately on (B)(6) 2012, nine years after starting the insulin lispro therapy via humapen ergo teal/clear (lot 40289) with clear cartridge holder attached, the patient was hospitalized due to ketoacidosis. The patient was admitted for two days at the intensive care unit (ICU), more one day in the hospital room, and after that, she was discharged from hospital. The corrective treatment received and outcome was not provided. On the week of (B)(6) 2012, the patient was hospitalized for two days in the hospital room due to ketoacidosis again. The patient had the following laboratorial examinations performed: urine potassium, which showed potassium below the normal range and haemogram, which showed creatinine above the normal range. The alterations in the potassium and creatinine levels were considered serious by the company due to its medical significance. The discharge date from hospital and outcome of ketoacidosis was not provided. As of (B)(6) 2012, the potassium and creatinine levels were with normal values. In addition, the reporter noticed the device was leaking; when the needle was attached in the humapen ergo teal/clear, the medication started to trickle continuously (even without moving the injection button and dose knob) and its only stopped when the needle was removed from device. Due to that, the initial reporter did not know whether correct dose of insulin lispro was being injected as the patient´s blood glucose was unstable and the patient had to be admitted in the hospital twice due to ketoacidosis. As corrective treatment, the patient received the insulin lispro and insulin glargine. Information regarding outcome of blood glucose unstable was not provided. The insulin lispro therapy was continued. (B)(4).the operator of device was unknown but was trained by the physician. The reported device has been used since 2003. The patient reused the needles once or twice. The complained device returned to manufacturer on (B)(6) 2012. Update (B)(4) 2012: the single record report of (B)(6) 2012 was added. According to this report, the body type initially provided was incorrect. Updated device body type, EU/ca fields, device available field and preliminary comments in the case narrative. Added returned to manufacturer date and product complaint number. Updated narrative with new information. Edit (B)(4) 2012: updated device medwatch info area for reporting purposes. Update (B)(4) 2012: additional information is received from the global product complaint database on (B)(4) 2012: attached new gps single record report, updated the safety summary text, EU/ca fields, medwatch fields, and updated the narrative.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event, concerns a (B)(6) female patient. The medical history included diabetes type 1. The concomitant medications included insulin glargine for unknown indication for use. The patient received insulin lispro (humalog) via humapen ergo, dose between 2 and 6iu (according to blood glucose), unknown frequency, subcutaneously on thigh or arm, for treatment of diabetes mellitus type I, beginning approximately in 2003. Approximately on (B)(6)-2012, nine years after starting the insulin lispro therapy via humapen ergo teal/clear (lot 40289) with clear cartridge holder attached, the patient was hospitalized due to ketoacidosis. The patient was admitted for two days at the intensive care unit (ICU), more one day in the hospital room, and after that, she was discharged from hospital. The corrective treatment received and outcome was not provided. On the week of (B)(6)-2012, the patient was hospitalized for two days in the hospital room due to ketoacidosis again. The patient had the following laboratorial examinations performed: urine potassium, which showed potassium below the normal range and haemogram, which showed creatinine above the normal range. The alterations in the potassium and creatinine levels were considered serious by the company due to its medical significance. The discharge date from hospital and outcome of ketoacidosis was not provided. As of (B)(6)-2012, the potassium and creatinine levels were with normal values. In addition, the reporter noticed the device was leaking; when the needle was attached in the humapen ergo teal/clear, the medication started to trickle continuously (even without moving the injection button and dose knob) and its only stopped when the needle was removed from device. Due to that, the initial reporter did not know whether correct dose of insulin lispro was being injected as the patient´s blood glucose was unstable and the patient had to be admitted in the hospital twice due to ketoacidosis. As corrective treatment, the patient received the insulin lispro and insulin glargine. Information regarding outcome of blood glucose unstable was not provided. The insulin lispro therapy was continued. This case is related to a product complaint number (B)(4). The operator of device was unknown but was trained by the physician. The reported device has been used since 2003. The patient reused the needles once or twice. The complained device returned to manufacturer on (B)(4)-2012. Investigation in progress. Update (B)(4) 2012: the single record report of (B)(6)-2012 was added. According to this report, the body type initially provided was incorrect. Updated device body type, fields, device available field and preliminary comments in the case narrative. Added returned to manufacturer date and product complaint number. Updated narrative with new information. Edit (B)(4) 2012: updated device medwatch info area for reporting purposes.

Manufacturer narrative:
No further follow up is planned. (B)(4). Evaluation summary the mother of a patient reported that her daughter's humapen ergo device was leaking when attaching a needle and she was unsure if the device was delivering an accurate dose of insulin. Her daughter experienced unstable blood sugars and diabetic ketoacidosis. Investigation of the returned device (batch 40289, manufactured december 2002) found that the device met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is evidence of improper use. The user reuses needles which may be relevant to the complaint.

Manufacturer narrative:
Investigation in progress. A follow-up report will be submitted when the final evaluation is completed.